Event description:
A caller reported experiencing a cartridge alarm 20 during the load process of their insulin pump. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact. Reportedly, customer reverted to a backup insulin pump for insulin therapy.